Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device code signal artifact a090801 and use of device problem a23 were removed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a false signal artifact monitor (sam) episode due to electromagnetic interference (emi) oversensing from a procedure at that time. As a result, the respiratory rate trend (rrt) sensor was disabled and low out of range shock and pace impedance measurements were recorded. Technical services (ts) discussed troubleshooting options and programming considerations, including programming rrt back on. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a false signal artifact monitor (sam) episode due to electromagnetic interference (emi) oversensing from a procedure at that time. As a result, the respiratory rate trend (rrt) sensor was disabled and low out of range shock and pace impedance measurements were recorded. Technical services (ts) discussed troubleshooting options and programming considerations, including programming rrt back on. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.